Event description:
During the patient's laparoscopic cholecystectomy, this hook electrode was being used as the cautery instrument. During the procedure the tip of the hook electrode (1-1/2 cm x 1/2 cm) broke off. It was immedately located in the patient's abdomen and removed. Surgeon replaced hook electrode with a new one and continued. Later in the procedure the patient experienced a hemorrage and surgeon reverted to traditional open cholecystectomy. However, the above described incident had nothing to do with this complication. Patient recovered from procedure uneventfully and has been dischargeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.